Manufacturer narrative:
(B)(4). Technical support engineer advised the customer to run the ventilator on test lung and to call if additional troubleshooting is required.

Event description:
Customer reported that it was found in the memory log that the ventilator generated an error indicating the ventilator had a vent inoperable condition. Customer reported to have not duplicate the malfunction. There was no patient connected to the device.